Event description:
Per the clinic, the device was explanted for unknown reasons (date not reported). Additional information has been requested but has not been made available as of the date of this report, (B)(6) 2014.

Manufacturer narrative:
(B)(4). Device not returned to manufacturer.